Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: a review of the pump black box and alarm history no activity outside of normal use. During investigation, the battery compartment and battery cap were found to be undamaged with the cap able to fit securely to the pump. The ez-prime steps were performed correctly and the pump exercised for 24 hours with no communication alarms occurring during testing. The complaint of a communication alarm issue was not duplicated. There was no defect found during investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (communication) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.